Event description:
According to the reporter: during laparoscopic hepatectomy procedure while trying to resect glinson, the stapler did not fire. The surgeon was not able to squeeze the handle and not able to press the green button . There was a problem loading the reload onto the adaptor. The handle was not able to recognize the reload. It was not recognized to cartridge and trying to assemble new cartridge but still doesn't recognize. Replaced by new I-drive set in order to complete the case. Patient status : unknown.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. No visual abnormalities were noted. The eeprom was uploaded and indicated 26 autoclave cycles for the adapter. A pmv representative sulu was inserted onto the adapter with a pmv handle and battery. The reload cycled properly and was applied to test media where it was able to apply the staple line and transect the media without difficulty. There was no difficulty loading or unloading a reload. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.